Event description:
It was reported that the universal modular electric/battery double trigger handpiece machine stopped working during the procedure while saw blade was attached, and a new battery didn't help. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.